Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and ketones of 4.6. The patient was admitted to the hospital and treated with intravenous therapy. The patient was taken off of the intravenous therapy and a new pod was applied.